Event description:
It was reported during a treatment procedure the patient experienced cardiac tamponade. The physician requested support for implantation of a crt-d, the procedure proceeds normally, after performing the cannulation of the left subclavian vein, rv electrode were implanted, the set of cannulation of the coronary sinus was advanced, after cannulation of the coronary sinus, the physician performed venography in which the radiological imaging of the coronary sinus was observed diffusely, the physician believes that it is a dissection, the physician continues the procedure, using a decapolar catheter, a catheter al1 and advancing a guide pt2 guidewire to try to re-cannulate the coronary sinus. It is then observed the pt2 guidewire was in the pericardium, the procedure stopped. The atrial lead is then implanted. The patient then experienced signs of cardiac tamponade, the generator is then implanted, pericardiocentesis was performed, getting 100 cc of blood, pericardial drainage system is left, and the patient was transferred to ICU with stable vital signs.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).